Manufacturer narrative:
(B)(4).

Event description:
It was reported that via merlin.net remote monitoring, a loss of capture was noted. No intervention was performed, the physician decided to continue to monitor the patient via merlin.net. Until (B)(6) 2015 no further episodes have been noted. The patient is psychologically very tense.